Event description:
It was reported that the patient was charging the ipg more frequently and was having difficulty communicating ipg to the remote control. The patient was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.